Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored atrial tachy response (atr) events that were requested for review. Technical services (ts) analyzed device episode data and determined that some of the events were false due to oversensing of noise on the right atrial (ra) lead channel. Ts suggested in-clinic evaluation including isometrics. The ra lead was not manufactured by boston scientific. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).